Event description:
It was reported that during an attempted implant, the left ventricular (lv) lead pin was inserted into the lv port. The wrench was placed into the setscrew port, however the physician was unable to deploy the setscrew to close the connection between the device and the lead. The physician stated that the wrench was unable to latch onto the setscrew. The device was removed and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was returned, analyzed and no anomalies were found. The returned device indicated a damaged grommet and a loose/detached set screw. (B)(4)